Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported and the patient's condition was good.

Manufacturer narrative:
Initial reporter facility name: (B)(6).